Manufacturer narrative:
Corrected data: upon review, the coding was updated to include 2292 to describe the haptic length issue. Therefore, this filing is to correct the following field accordingly: section h6 - device code(s): 2292 - defective component. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a. The lens was inserted and removed during the same procedure. Section d6b - explant date: n/a. The lens was inserted and removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal intraocular lens (iol) was defective, a haptic tore off. Through follow ups, we learned that the haptic was not separated or broken, but was already defective before implantation (too short or incomplete). The iol had to be dissected and explanted during the initial procedure. A pars plana vitrectomy was necessary for iol repositioning. No further details were provided.